Event description:
It was stated that the customer's blood glucose level was low and that paramedics were on the way. The customer stated that prior to the event, he had low blood glucose levels which he treated with sugar tablets. The customer also stated that he checked to confirm he had received the correct amount of insulin but his blood glucose was still low. The customer then had his wife call paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.